Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The patient was implanted with heartmate 3 lvas, serial number: (B)(6), on (B)(6) 2018. The patient experienced postoperative, sustained ventricular tachycardia requiring cardioversion and amiodarone. The patient¿s left ventricle lead was turned off on (B)(6) 2018 and the patient was transferred to the floor on (B)(6) 2018. The patient had a normal postoperative floor course and remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further events have been reported at this time. No further information was provided. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site reported that the patient experienced recurrent atrial tachycardia overnight and started on amiodarone. They can be weaned off and transitioned to limited oral amio. On (B)(6) 2018 dccv was symptomatic for svt.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the subject had complications post hm ll surgery. It was complicated by post operative svt requiring dc cardioversion and amio gtt. The lv lead was turned off o (B)(6) 2018 and she was transferred to the floor (B)(6) 2018. Normal post operative floor course. No additional information was required.